Manufacturer narrative:
(B)(4). Information unavailable. Additional information: which firing of the device did this event occur on? Random firings. What vessel or structure was the device fired on at the time of the event? Breast pedicles. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes.

Event description:
It was reported that during a bilateral breast reconstruction procedure, as the surgeon is closing the device to form the clips the firing handle is catching causing the surgeon to force to fire to be higher than normal. He is pulling on the firing ring harder which is leading to increased movement at the jaw of the device which leads to the severing of small vessels. The surgeon fires another clip closer up the pedicle to offset the cut vessel. A competitors device was used to complete the case with no patient consequence. The device was discarded.